Event description:
Event description guidant/crm received information that due to loss of ventricular capture, this sweet tip bipolar lead was removed from service and replaced with another guidant lead without issue. The patient's implantable pulse generator was also removed at the same procedure due to the loss of capture.